Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record and complaint database cannot be performed as a lot number was not provided. If the device is returned at a later date, the complaint will be reopened and a complete evaluation will be performed.

Event description:
The account alleges that after the procedure, the sheath wasn't able to be removed from patient vessel. There were no issues directly related to the procedure itself. However, incident concluded to surgical removal. During the removal, the physician found sheath escaping the intima, media line outside the vessel.